Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The iabp was evaluated and it was discovered that the solenoid driver printer circuit board was bad. It was replaced and the iabp was released back to the customer for clinical use.

Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) would not turn on. No patient was involved during this event and no adverse event was reported.